Event description:
It was reported that the right ventricular (rv) lead, connected to this implantable cardioverter defibrillator (ICD), had a pace impedance spike to greater than 3000 ohms. The rv lead is from another manufacturer. Technical services suggested the health care professional (hcp) perform some manipulation and isometrics, to try to recreate the impedance reading. The impedance has been in the 500s, before and after that one reading. Additional information indicated that the pace impedance jumped to greater than 2000 ohms, again. Troubleshooting was suggested. The cause of the issue is not known. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.